Event description:
It was reported that the patient presented unresponsive in cardiopulmonary arrest with ventricular tachycardia (vt) and ventricular fibrillation (vf) and was intubated. Non-capture of the right ventricle was observed. The right ventricular (rv) pacing lead was reprogrammed and shortly thereafter explanted and upgraded to an implantable tachy lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, implanted: (B)(4) 2006. (B)(4).